Manufacturer narrative:
(B)(4).

Event description:
It was reported the sheath was being placed into the patient's groin in the cath lab. During insertion, they were placing the sheath when the dilator wouldn't "click in" as supposed to and broke off when trying to lock it in place. As a result, a new sheath was obtained and used successfully. There was an additional minute delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the dilator hub broke off during use was confirmed. One saf sheath/dilator and a lidstock were returned. Visual examination revealed the hub on the proximal end of the dilator is separated from the body. The broken surfaces were examined microscopically. The whitish appearance and rough surface on the proximal end of the dilator body indicates that the hub had been properly attached and appears. During functional testing, the dilator hub was securely "clicked into" the hemostatis valve cap of the saf sheath. The dilator graphic specifies the outside diameter (od) of the body at .123/.126 inches and the diameter at the notch in the hub at .149/.151 inches. The od of the dilator body measured .124" and the od at the notch in the hub measured .149". The outside diameter at the bottom of the hub measured .152"; this dimension is not specified on the graphic. The inside diameter of the sheath hemostasis valve cap measure .146" which meets the .144/.147" requirement. A device history records review was performed and did not suggest any manufacturing related issues. The dilator hub appears to have been separated by excessive lateral force, therefore operational context caused or contributed to this event. No further action will be taken.